Event description:
A customer reported that their touchscreen responded slowly when performing biometry. The diagnostic test was completed using a manual technique. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates that the customer reported that their touchscreen responded slowly. The customer called the company representative to assist with troubleshooting. The cause was determined to be a full flash memory card. The customer replaced the card with one that was not full. The system then functioned normally. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely cause of the reported event is a nonconforming compact flash memory card, as replacing this card caused the system to function normally. (B)(4).